Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 512 mg/dl. Customer¿s current blood glucose level was 138 mg/dl. Customer was treated with manual injection. Customer state that insulin pump drive support cap was normal. There was no air bubble and leak. Customer was alleging for under delivering because customer checked the reservoir and there were about 40u and she checked it later and there were 35u so it doesn't appear that the pump is delivering enough. The insulin pump will not be returned for analysis.